Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017, 419478 lead, implanted: (B)(6) 2006, 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a patient fall, the right ventricular (rv) lead exhibited high pacing and coil impedances, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.